Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding the cassette supply line having solution coming out of it when the cap was opened, which occurred on the homechoice during use. The patient was not connected. The cg stated that the cassette supply line had solution coming out of it when the cap was opened to connect to the supply bag. The cg discarded the cassette and used a new cassette. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the report of fluid coming out of the cassette. The cg stated that when they removed the cap from the cassette line a small drop of fluid fell out onto the table. The cg discarded the cassette and started over with new supplies. Since then, the cg stated therapy has been going fine. There was no patient injury or medical intervention reported.